Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 401 mg/dl and patient's current bg: 303 mg/dl and she treated with a manual injection. Customer reports the symptoms related to their high blood glucose was numbness in extremities and very tired, and short of breath . Customer reports they feel okay to troubleshoot. Customer had tried and left a message for the healthcare provider. Customer states the drive support cap appears normal (slightly indented). Customer is not calling back to perform an high pressure test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump was received with unexpected alarm error alarm after battery change and memory lost due to voltage leak. Unit was received with cracked case at display window corner, minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube.